Event description:
It was reported that during an unknown procedure, the blade was broken. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade complete and not broken as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reported the blade was broken. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.